Event description:
It was reported that a peritoneal dialysis (pd) patient reported an infection in their belly. Upon follow up, the home program manager (hpm) reported the patient was diagnosed with cellulitis near the patient's peritoneal dialysis (pd) catheter exit site. The patient was hospitalized for abdominal pain and cellulitis, where radiological testing revealed a large calcification in the patient's abdomen (causing the cellulitis). The patient's pd catheter (not a fresenius product) was surgically removed. The patient was transitioned to hemodialysis (hd) while hospitalized, and never returned to the clinic. Per the hpm, the serious adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. While collecting the patient's pd orders, it was discovered the patient was performing continuous ambulatory pd (capd) at the time. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).